Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent anterior repair and perineorrhaphy due to cystocele, sui, vaginal pain and previous transobturator tape on (B)(6) 2014. No additional information was provided. (B)(4).